Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer states just got this chair and it had some damage to the back rest upholstery.